Event description:
It was reported that the patient¿s ilet displayed an ¿unable to proceed. Please check notifications¿ alert during the load process, and troubleshooting included notification review, a dry-run load without supplies, and subsequent attempts with new cartridge, luer connector, and infusion set; the device was replaced after the patient could not complete the load and no drops were observed at the fork needle. Symptoms included no impact to blood glucose. Outcomes included continued cgm use and successful continuation of therapy with a replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.